Manufacturer narrative:
(B)(4). Upon receipt of the blades in question three conditions were confirmed at visual inspection: bulb missing; bulb burned out; bulb not seated fully in socket. The complaint has been confirmed. The only functional aspect to any of the three defect conditions is a confirmation that bulbs that are seated are in fact burned out. The functional test consists of attaching the blade in question onto a known good handle, engaging the blade. If it burns the complaint is unconfirmed, if not the complaint is confirmed. The complaint has been confirmed. Issues are related to care and maintenance of product device. Root cause has been established as devices not properly maintained. No corrective/preventative actions assigned. Conditions of no bulb, burned out bulb, and unseated bulb are all related to customer care and maintenance of devices. No further action required.

Event description:
The customer alleges that the blade is not functioning as intended. No patient injury.